Manufacturer narrative:
Please refer to the attached analysis report. Analysis synthesis: - analysis of available expertise data confirmed the reported behavior, as inconsistencies were observed in the programming of lvat and pacing configuration. - as a result, the episodes and curves related to lvat were based on an incorrect vector, which prevented the correct display in the remote report. - the observed issue resulted from a software anomaly, leading to an inappropriate implementation of lvat programming constraints. - it should be noted that a software correction of this issue is currently being developed.

Event description:
Reportedly, the lv autothreshold is programmed in monitor, but the data is not stored and displayed on the overview section of the remote report. The lv autothreshold curve is displayed but not the measured values.

Event description:
Reportedly, the lv autothreshold is programmed in monitor, but the data is not stored and displayed on the overview section of the remote report. The lv autothreshold curve is displayed but not the measured values.

Event description:
Reportedly, the lv auto-threshold is programmed in monitor, but the data is not stored and displayed on the overview section of the remote report. The lv auto-threshold curve is displayed but not the measured values. Preliminary analysis revealed a software issue.

Manufacturer narrative:
Preliminary analysis revealed a software issue.